Event description:
It was reported that during a pph procedure, the device got stuck on tissue. Had to pull off with force to remove from tissue. Patient had to return to surgery the same day to check for bleeding. Doctor found bleeding, no measurement. Had to stitch to correct.